Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) found poor connections in the flow meter cable, causing the calibration to fail. The pst connected the electronic patient gas system (epgs) to a system-1 simulator and central control monitor (ccm), attached oxygen (o2) and air, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. He initiated calibration and calibration failed; initiated calibration again and calibration passed. The pst initiated calibration ten more times with no failure of the epgs to calibrate. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.82 volts, within the specification of 0.55-2.758 volts. Inspection of internal connections revealed that the purple wire which is 12 volt ground and the blue wire which is the 12 volt supply to the flowmeter had some damage. The pst found that by physically agitating the cable from the flowmeter to the application board, flow during calibration would be either higher or lower than the normal 5 l/min and calibration would fail. The flow meter was replaced and the unit was reconditioned in (B)(6) 2012. Routine maintenance was not performed as prescribed by the manufacturer's operators manual. The epgs missed the two year reconditioning. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per data log analysis on 29-jul-2015, each time calibration is attempted on the gas system it fails. The failure is "o2 sensor out of range at calib (sensor value = 0)". This can be caused by a poor connection to the oxygen (o2) sensor, an intermittent sensor, or an intermittent gas system pod. The connection to the o2 sensor is the most likely cause of this issue.

Manufacturer narrative:
Per the subsidiary site quality engineer (qe), an error message was observed on the central control monitor (ccm).

Manufacturer narrative:
(B)(4). Software data logs were received by the manufacture on 20aug2015 for further evaluation. The subsidiary manufacturing engineering center (mec) suspects oxygen (o2) sensor deterioration. The same issue occurred last year in (B)(6), which means the same issue occurred three times in a year period.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user was unable to perform electronic patient gas system (epgs) gas calibration. The issue was not resolved by restarting the system-1 several times. As a result, an alternate device was employed, as the user used a gas blender from another company. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.